Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information regarding the reported event: the synchroseal instrument was inspected prior to use with no issue. The fragment fell, and it attached to the tissue, which was being removed. The fragment and this tissue were removed together out of the patient¿s anatomy. This tissue was removed as part of the procedure plan and was not related to the intuitive surgical, inc. (Isi) instrument issue. It was confirmed visually that all fragments were retrieved. No additional testing was performed. No additional surgical procedure was required. The patient did not return to the hospital due to any post-surgical complication. The procedure was completed with the same instrument and no report of patient injury. Additionally, intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found with a dislodged circular overmold flash of the upper jaw. Upon microscopic inspection, the feature was found missing from the insert slot. A missing piece, approximately 0.05¿ x 0.05¿ was not returned with the instrument. The probable root cause of this failure is attributed to a component failure. The complaint regarding the customer found the exterior part of the synchroseal came off was confirmed by failure analysis, which indicated that the device did contribute to the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found that the exterior part of the synchroseal instrument came off. The customer observed a rubber-like cover attached to the removed tissue. It was unknown if the fragment fell into the patient¿s anatomy. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a part of the synchroseal instrument came off, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the synchroseal instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported that the synchroseal instrument was damaged. It was unknown if a fragment fell inside the patient during a da vinci assisted procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional analysis was performed on the synchroseal instrument by an advanced failure analysis engineer and the initial finding was confirmed. The "screw-like" part that was reported in the complaint was the heat-staked plastic. A review of e100 logs did not show any cut/seal electrodes shorted error which could have led to a potential thermal damage to the heat stake causing it to melt/deform and break. The logs show that the instrument was used for about 86 minutes before the failure was reported. Failure analysis tried to recreate the failure by poking at the heat stake and cut electrodes on an in-house instrument, but the issue could not be reproduced.